Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states that she is not getting the "feelings" she has to go pee since last week, patient stated she just goes pee. The patient has not tried to increase their therapy yet. Troubleshooting included having the patient sync the programmer with the implant which showed the implant was on. Patient increased stimulation to 1.5 v on program 3, and patient services suggested the patient monitor symptoms after increasing the setting. When asked what may be related to the issue the patient stated she had a colonoscopy test last week but no falls or trauma. Programmer use was reviewed with the patient. No further complications were reported or are anticipated.